Event description:
An implant card was received for the patient's vns battery replacement on (B)(6) 2013 (due to battery depletion), which marked "high impedance". The explanted generator was returned to the manufacturer and product analysis was performed. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Clinic notes dated (B)(6) 2013 had been previously received which indicated that diagnostics performed on the device showed a warning message about a lead malfunction. However, on (B)(6) 2013, follow up with the nurse indicated that there did not appear to be any high impedance. The vns device could not be interrogated at the time due to the battery depletion. Prior to the battery replacement surgery, the patient's mother stated that she did not want the patient's lead to be replaced, regardless of functionality. Attempts will be made for additional information. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.